Event description:
A complaint was received from a customer that reported part of the display was missing segments. The customer stated that pt left the elite system on the seat of their car and when pt did a blood test the bottom half of the "hundred unit" was missing. It is possible that the unit may have been exposed to extreme heat. A request was made to return system for evaluation. In the meantime, a replacement unit was provided.